Manufacturer narrative:
Unit received with blank display due to broken trace on interface board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test due to blank display. Unit had minor scratched lcd window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Customer's blood glucose level was 384 mg/dl. The display did not return after troubleshooting. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.